Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the surgeon was using the device and the tip fell off into the patient. It was retrieved. No error code was given. A second device pulled and used to complete the procedure without any impact to the patient.